Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd solomed¿ syringe with needle had a plunger brake. When aspirating before the injection, the plunger broke. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd solomed¿ syringe with needle had a plunger brake. When aspirating before the injection, the plunger broke. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples were returned in support of this complaint. Photographs were returned and the reported defect was unable to confirm premature plunger activation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that a bd solomed syringe with needle had a plunger brake. When aspirating before the injection, the plunger broke. There was no report of exposure, serious injury or medical intervention.